Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while wearing the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2020, the customer obtained a scan on 159 mg/dl and her family noticed she was unable to answer questions or react to her family, only smiled. Emergency services was called and a blood glucose of "39 mg/dl" was obtained on the hcp meter and the customer was treated with an injection of glucagon for a diagnosis of hypoglycemia. After treatment, a sensor scan of 159 mg/dl was compared to a blood glucose of 68 mg/dl obtained on the hcp meter. There was no report of death or permanent injury associated with this event.